Event description:
It was reported that the patient underwent revision surgery for the right ventricular (rv) lead due to loss of capture. The patient had experienced multiple episodes of syncope (one at the mall and two at the hospital) and it was noted that the rv threshold had increased from 0.8 v to 4 v. X-ray did not show any signs of lead fracture and there did not appear to be a cardiac perforation. Technical services observed that one day post-revision the rv threshold was 0.3 v and that four days after that, it increased again, to greater than 3.3 v. At this time, the rv lead remains in service and no additional intervention has been reported. It was additionally reported that the original rv lead was 7742/1123081. The lead was replaced on (B)(6) 2023 with lead 7842/1182249. The patient underwent another procedure on (B)(6) 2023 to reposition the new rv lead due to the high threshold. One day post revision the lead measurements were good and stable. The most current rv threshold measurement was 1.2 v at 0.4 ms. It was planned to continue weekly remote monitoring for the patient.

Event description:
It was reported that the patient underwent revision surgery for the right ventricular (rv) lead due to loss of capture. The patient had experienced multiple episodes of syncope (one at the mall and two at the hospital) and it was noted that the rv threshold had increased from 0.8 v to 4 v. X-ray did not show any signs of lead fracture and there did not appear to be a cardiac perforation. Technical services observed that one day post-revision the rv threshold was 0.3 v and that four days after that, it increased again, to greater than 3.3 v. At this time, the rv lead remains in service and no additional intervention has been reported.